Event description:
Customer reportedly obtained results of 465mg/dl, 196mg/dl, 177mg/dl, 179mg/dl, and 164mg/dl on the compact plus system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.